Manufacturer narrative:
The customer's reported complaint that the smi-02ap lower jaw broke is confirmed. At time of this filing, although originally expected, the device will not be returned for evaluation at this time. Photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The service history was reviewed, and no prior data was found. As this is a purchased finished device,the device history record (DHR) is held by the vendor, classic wire cut. A DHR review was requested from the manufacturer classic wire cut, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 67 complaints, regarding 68 devices, for this device family and failure mode. During this same time frame 41,126 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Please note however, because this is a reusable device, the potential number of uses is not considered in this failure rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device.the IFU also advises the user is of warnings, cautions and techniques including, but not limited to, the following: contraindications: - device is not to be used on bone or similar hard tissue warnings: - avoid lateral stresses to the instrument or device function may be compromised - do not use if parts are broken, cracked or worn, or device function may be compromised precautions: - prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. - avoid mechanical shock or overstressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported issue with the smi-02ap, spectrum autopass suture passer, serial # (B)(4) that occurred (B)(6) 2020 during a rotator cuff repair at the (B)(6). It was reported that "the lower jaw broken during the procedure". It is indicated that there was no impact or injury to the patient and the procedure was successfully completed by using an alternate device. Additional information and image obtained and confirmed the detachment of the device jaw. It was noted the broken piece fell into the patient but was retrieved using a kelly clamp. No fragments remained in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the fragment was retrieved.